Event description:
It was reported by the surgeon's office that the patient was going to have their device explanted. During searches, it was found that the patient had their generator explanted due to lack of efficacy and device had been disabled for some time. The device history records were reviewed and confirmed the device was within specifications when it was shipped. The explanted generator was returned for product analysis and stated generator was operating within electrical test specifications. Per the surgeon, the patient had shocking sensation after she was initially implanted and the generator was removed after one year. Information was received from the physician indicating that they did not know the cause of shocking back when it was explanted. No additional relevant information has been received to date.